Event description:
It was reported that the patient developed an infection at the battery incision left flank. Symptoms of chills, pain, warm to touch were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-9208-55. Serial number: (B)(6). Batch/lot number: 7070742. Model/catalog description: precision s8 adapter, 55cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-9208-55. Batch/lot number: 7070715. Serial number: (B)(6). Model/catalog description: precision s8 adapter, 55cm. Unique identifier (UDI) #: (B)(4).